Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat#; device name; lot#. 702-04-54e, tridentii tritanium cluster54e, unknown trident ii 95296501a, 6721-0535, size 5 accolade ii 127 deg, 95207703, 6519-t-204, uni adaptor sleeve v40 ti, 94614901, 6519-1-040, delta un.fem hd 40mm r40 16/18, 95998208. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: pt. Reported; I want to know if the implant I have in me is on recall because it causes very much pain it's a striker trident ii.